Event description:
The pump was initially returned to baxter for the for the md eco fca upgrade. During service by baxter the pump was found to contain an intermittent "stop" key on the pump-head module keypad. This event occurred during service. There was no pt injury or medical intervention associated with this event. This pump contains user interface module master software version 5.04.00 which is categorized as "unremediated". No additional info is available.

Manufacturer narrative:
During service by baxter the pump was found to contain an intermittent "stop" key on the pump-head module (phm) keypad. The problem was determined to have been caused by a faulty phm keypad stop key. The phm keypad was replaced to fix the problem. The pump was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA.